Event description:
It was reported that the patient was explanted on (B)(6)2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump explant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the explant could not be conclusively established. Additional information regarding the event, including product return availability, was requested from the account; however, no further information has been provided at this time and heartmate 3 lvas, serial number (B)(6), has not been returned to date. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific device-related issues or adverse events were reported, the heartmate 3 lvas (left ventricular assist system) instructions for use (rev. C) outlines potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.